Manufacturer narrative:
Section d4: the patient's pump serial number could not be confirmed and has been corrected to unknown. Manufacturer's investigation conclusion: a direct correlation between the device and the reported patient outcome could not conclusively be established through this evaluation. Multiple requests for additional information regarding this event, including the pump serial number, and the product to be returned were sent to the account; however, to this date, no further information has been provided and the device has not been returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including death. No further in formation was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away, cause of death was unknown. Autopsy was not performed. Device was not explanted and was not returned for evaluation.